Event description:
(B)(4) received reporting breakage problems with use of two (2) 42584-05 transpac IV monitoring kits. The report states "in the micu we have had two sets of pressure tubing break while the nurse was priming it. There was no pt harm, as the tubing is primed prior to pt use." Although requested, additional incident info and device return requests have to date been unsuccessful.

Manufacturer narrative:
Mfrs analysis: a review of the mfg lot database for the reported lot # 2405136 (MFR date 11/2011) 2000 units were mfg, tested, inspected and released. The lot build records showed all visual, dimensional and functional qc lot testing met all specifications. There were no exception or rejection documents generated during the build. Conclusion: the involved device was not returned for analysis and investigation. Cause of the reported incident remains unk.